Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that the patient developed a strong skin reaction from the sensor. The sensor was inserted on (B)(6) 2015, and the reaction, described as a rash with eczema, was noticed on (B)(6) 2015. Patient sought medical intervention at the clinic on (B)(6) 2015, who advised the patient to contact a dermatologist. At the time of contact with dexcom technical support, patient was in good condition and no further medical intervention or injuries were reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation, and the reported skin reaction could not be confirmed. Therefore, a definitive root cause could not be determined. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening.